Event description:
Echelon flex 45 compact articulating endoscopic linear cutter was in use during a thoracoscopy procedure and got stuck (it would not function, jaws not moving). Another linear cutter had to be opened to finish the procedure.